Event description:
The patient came back to the nursing home after p.t. The patient was then found non-responsive on the bed. The suspect device was used to check the patient's blood glucose and a result of 124 and 131 mg/dl was obtained. Emergency medical technicians were called and they checked the patient's glucose on their equipment and the level was 10 mg/dl, treatment was a glucose IV and transportation to the hospital. The device was replaced and requested to be returned for evaluation.